Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.

Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging the one touch ultralink meter was displaying the 'apply sample' icon after sample application to the test strip. Troubleshooting revealed that the pt's technique of applying blood to the test strip was correct, this was not a new (out-of-the-box) meter and the test strip drew in the blood sample correctly. The pt did not experience any symptoms of high or low glucose levels, and did not seek medical attention. The issue was not resolved with troubleshooting. The test strips were replaced. The pt did not suffer any injury due to the reported meter. The pt did not experience any symptoms, and denied seeking medical attention. However, as the 'apply sample' issue was not resolved, this complaint is being reported.